Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 6 mdrs filed for the same patient (reference 1825034-2016-00668 / 00669 / 01848 / 01849 / 01852 / 01853).

Event description:
It was reported that patient underwent a right hip revision procedure due to dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00668 / 00669). Product location unknown.

Event description:
It was reported that patient underwent a right hip arthroplasty on (B)(6) 2007. Subsequently, the patient has undergone multiple revisions on unknown dates due to dislocation. It was further reported that patient underwent a revision procedure in (B)(6) 2015 due to dislocation. A future revision procedure has been indicated due to dislocation; however, another revision has not been reported at this time.